Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation, the device appeared to have residue throughout the needle and was received with both slides in the initial position. No visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in an apple with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire and failure to obtain sample issues as the device was able to prime, fire and obtain samples without any issues. One electronic photo was provided and reviewed. The photo shows three maxcore biopsy device. One in fully primed position and the other two device was in half primed position. One in fully primed position device needle protector was noted to be bent (only needle protector was bent not the needle). Based on the photo review, the reported issues cannot be confirmed. A definitive root cause for the failure to fire and failure to obtain sample could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: e1, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the device allegedly failed to obtain sample. It was further reported that the firing button of the device allegedly had a bit stuck. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. However, photos are provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the device allegedly failed to obtain sample. It was further reported that the firing button of the device allegedly had a bit stuck. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.